Event description:
The customer had his blood glucose tested while at the hospital. Kthe hospital tested his glucose at 290 mg/dl. The customer tested using his meter and received a reading of 65 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The customer did not have any strips left that gave him the 65 mg/dl reading, so no product will be returened for evaluation.